Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated causing pain and difficulty charging. The patient underwent a revision procedure wherein the ipg was repositioned, and the patient was doing well with good coverage postoperatively.